Manufacturer narrative:
Other, other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. Masimo initiated a recall for this issue and notified us FDA on 02/15/2024. The recall number is z-1538-2024. H3 other text: product not returned.

Event description:
The customer reported that the device turns off and on by itself. There was no patient impact or consequence reported.

Manufacturer narrative:
Other text: the returned device was evaluated. Shorting inside the on/off power button created an electrical short across the power button. This resulted in the power button being activated even when not physically pressed.

Event description:
The customer reported that the device turns off and on by itself. There was no patient impact or consequence reported.